Event description:
It was reported prior to using the bd vacutainer® serum blood collection tubes the user observed illegible label print on six (6) tubes. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for printing - defective marking was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of printing - defective marking was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode printing - defective marking based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using the bd vacutainer® serum blood collection tubes the user observed illegible label print on six (6) tubes. No health impact or consequence reported.